Event description:
The facility rep reported 17 battery discharges below alarm threshold. The hospital rep did not have info regarding whether there have been any reports of any patient injury or medical intervention.